Event description:
Patient reported one of her essure micro-inserts perforated her fallopian tube and migrated into the pelvic cavity. Patient experienced pain and reported it to her physician, who then surgically removed some of the implant (method and date of removal unknown). Patient reported a second surgery is planned because her physician was unable to remove all of the implant; a portion is lodged in her appendix. Efforts to contact the patient were made, however, all 4 attempts to obtain additional information were unsuccessful.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.